Event description:
It was reported that the iab was inserted in a pt with cardiac failure with mitral regurgitation. After two days of use, blood was noticed in the helium tubing. The iab was removed and replaced without any pt complications.